Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low level failures . Hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received audio and beep anomaly. The customer¿s blood glucose level was unknown. Customer also reported they did not hear beep when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volumes. Customer troubleshooting was performed. Customer was advised to that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.